Event description:
It was reported that during use of the right ventricular (rv) lead high threshold was observed. Relocation of the rv lead was not successful. A new lead was implanted due to speculation of tissue in the fixation tip of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.